Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple kinks along the hypotube. The collar is separated, and the distal section appears to have been twisted. There are flat spots on the distal shaft at 3.6cm and 20.5cm from the tip. Microscopic inspection revealed two scratch marks on the distal shaft 3.6cm from the tip. The scratch marks are on opposite sides of each other. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 13nov2019. It was reported that the device could not pass into the guide catheter and the connector was kinked. A guidezilla catheter guide extension was selected for use. During preparation, it was noted that the guidezilla could not be sent into the guide catheter. After withdrawal, it was further noted that the connector was kinked. The procedure was completed with another of the same device. No patient complications were reported. Patient was stable post procedure. However, device analysis revealed that the collar was separated.